Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of display / screen was due to the display board. Affected for recall dim segment replaced u4 on display board a review of the device history record for sn (B)(6) was performed from date of manufacture 07/23/2019 to the present date 9/28/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that a device had a dim led. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a device had a dim led. There was no reported patient involvement.